Event description:
It was reported that a patient experienced peritonitis coincident with continuous ambulatory peritoneal dialysis (capd) therapy.  The peritonitis was manifested as abdominal pain and cloudy peritoneal dialysis fluids. The cause of the peritonitis was unknown.  The patient was hospitalized the same day for the event.  Treatment was not reported. At the time of the report, the patient remained hospitalized but was recovering from the peritonitis. Capd therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). The patient recovered from the peritonitis and was discharged from the hospital 15 days after the onset. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.